Event description:
The surgeon implanted a 3-pece silicone lens model aq2010v and tore during insertion. It was stated that the lens was implanted and removed without pt injury. The contact stated the cause of the lens damage was unk. The contact could not recall the model and lot numbers of the cartridge and injector used during surgery.